Event description:
It was reported that a patient underwent a 2 level x-stop procedure at l3/l4 and l4/l5. Approximately, one year post-procedure, the x-stop devices were removed and a bilateral hemilaminotomy was performed. It was noted that the x-stop device was functioning as intended prior to the removal. The physician felt that the patient's stenosis was too severe for the x-stop device to work. The patient was reportedly doing well after the x-stop removals. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.